Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being reported due to the clip opening after deployment, and an additional clip being placed to stabilize. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. An xtw was prepared per the instructions for use and positioned on the valve with good mr reduction. The deployment sequence was completed without issue. After detachment of the clip from the delivery system, the clip opened from closed to approximately 20-30 degrees. Mr then increased, but the clip was stable. An additional clip was placed to stabilize, reducing the mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).